Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff on 04-may-2016 who had essure (fallopian tube occlusion insert) inserted for permanent birth control. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), embedded device ("migration of essure/ migration of essure device location of device: uterus/ it was embedded in my uterus and it was possible it could puncture my bowels.") And device expulsion ("migration of essure/ migration of essure device location of device: uterus/ it was embedded in my uterus and it was possible it could puncture my bowels.") In a 42-year-old female patient who had essure (batch no. 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed". The patient's past medical history included multigravida and parity 3. Concurrent conditions included kidney stones, ovarian cyst, breast cyst, hypertension, hyperlipidemia and nausea. Concomitant products included eugynon (levora) since (B)(6) 2012 for contraception as well as ibuprofen (motrin). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015), surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015) and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had not resolved and the embedded device and device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure worsened a previously existing injury/condition: yes. It was embedded in my uterus and it was possible it could puncture my bowels. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received: event embedded iud was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") in a female patient who had essure (batch no. 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed". Concomitant products included eugynon (levora) since (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: "essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Events deleted-device removed and device complication. New event added- migration of essure, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: bladder/urinary, bladder or urinary problems or changes, nickel allergy, dysmenorrhea (cramping), apareunia (inability to have sexual intercourse), device removal failed, dyspareunia (painful sexual intercourse), pain and abdominal pain. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and device expulsion ("migration of essure/ migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed". The patient's past medical history included multigravida and parity 3. Concurrent conditions included kidney stones, ovarian cyst, breast cyst, hypertension, hyperlipidemia and nausea. Concomitant products included eugynon (levora) since (B)(6) 2012 for contraception as well as ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015) and surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had not resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure worsened a previously existing injury/condition: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: the event left lower quadrant pain added. Event device migration updated to device expulsion. Event nickel allergy upgraded to incident. Reporters,concurrent condition, medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and device expulsion ("migration of essure/ migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed". The patient's past medical history included multigravida and parity 3. Concurrent conditions included kidney stones, ovarian cyst, breast cyst, hypertension, hyperlipidemia and nausea. Concomitant products included eugynon (levora) since (B)(6) 2012 for contraception as well as ibuprofen (motrin). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015) and surgery (total hysterectomy (uterus and cervix removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had not resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure worsened a previously existing injury/condition:yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs